Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis (fa) and the complaint was not confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system; it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the tips opened and closed properly. The instrument passed the cut test and was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including use conditions and recognition issues.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the monopolar curved scissors (mcs) were being used to cut some peritoneal tissue, but the blades shredded the tissue instead. The tissue was described as flimsy, but there was a small amount of bleeding that occurred. The bleeding caused a lack of visualization, which resulted in a minor procedure delay, but was resolved using quikclot and holding some pressure. Another mcs was obtained, and a similar issue occurred; the tissue was shredded. A third mcs was obtained and cut the remaining peritoneal tissue as expected. The case was completed robotically, and the patient had no postoperative complications. Refer to medwatch report (MDR) with patient identifier (B)(6) for additional information regarding the similar issue occurring with the mcs.